Event description:
It was reported that hvlic was initiated, and impedance measurement was displayed as not applicable. Physician did not wish to repeat the hvli check. The device and lead remain implanted.

Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.